Event description:
It was reported that the user experienced loss of continuous glucose monitor (cgm) data display on the ilet when paired with a dexcom g7 continuous glucose monitor (cgm), consistent with cgm signal loss to the ilet only. No adverse clinical symptoms reported. Outcomes included no change in care, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education, including guidance to toggle sensor settings and re-enter the four-digit pairing code, with education on reconnection timeframe. Investigation of this case revealed a probable connectivity or pairing disruption between the cgm and the ilet, with resolution steps completed by re-confirming the dexcom g7 pairing code. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or pairing workflow issues leading to temporary loss of cgm communication.

Manufacturer narrative:
Initial.